Event description:
A (B)(6) male pt with a proximal neck of 15mm and thrombus observed there, underwent aaa repair under general anesthesia on (B)(6) 2011. The pt's anatomical form was suitable for endovascular repair. The final angiography revealed an endoleak thought to be a proximal type I. It was hard to tell the type of the endoleak since a type ii endoleak was also observed and the flow of the endoleak thought to be a proximal type I was delayed. The physician decided to take f/u observation since he thought the endoleak would be resolved after heparin neutralization. No adverse effect to the pt.

Manufacturer narrative:
Endoleaks are labeled in the IFU. No product of images were returned to assist in the investigation at this time. The zenith device has completed design control requirements and that the requirements meet the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. In regards to endoleaks, the IFU lists several warnings/precautions that, if followed, could prevent this failure mode from occurring or lessen the associated effects; anatomical criteria, anatomical conditions, proper ballooning sites, f/u guidelines. At this time, there is no indication that a design or process induced failure of the device resulted in the reported endoleak. Pt anatomy likely contributed to the leak (angulation). The IFU warns that thrombus at the proximal aortic neck may affect successful exclusion of the aneurysm. As with all endoleaks, it is important that the treating physician follow the pt's endoleak appropriately, and provide further treatment if the physician feels the pt is at risk of ongoing sac pressurization, aneurysm growth, and possible rupture. We will notify the appropriate internal personnel of the event and continue to monitor for similar complaints. The risk associated with this failure mode was evaluated per quality engineering risk assessment (qera) and the risk associated with the failure mode will remain at an acceptable level with inclusion of the event. Risk mitigation is not required at this time.